Manufacturer narrative:
UDI: (B)(4). It has been reported that the device would not be returned for evaluation. A lot number has been provided. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported in medwatch (B)(4), two microsensors would not zero, forcing the surgeon to place a ventriculostomy instead. This is the second of two products for this event; the first was registered as (B)(4). The samples are not available and the representative was given no further information.

Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.